Event description:
The patient had a clinical increase in symptoms; an increase in tone. The rotor and dye studies were inconclusive. The system was removed. The patient recovered without sequelae.

Manufacturer narrative:
(B) (4): final device analysis was not available at the time of this report. A follow-up medwatch report will be sent when the analysis is complete and/or when additional information is received from the hcp.